Event description:
It was reported the patient had cellulitis on the battery scar site. Patient symptoms included erythema, and hot skin without exudate in the site. There was also no temperature rising. Laboratory results revealed leukocytes 6850, polymorphonuclear cell 68%, and polymerase chain reaction 10.2. Intervention included oral antibiotic. The etiology was the incisional site/device tract, specifically the stimulator pocket. The event was related to the device or therapy and possibly related to the implant procedure. The event was resolved without sequelae.

Manufacturer narrative:
(B)(4).